Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. The power voltages were checked on all pcbs. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure. The system was re-booted and it worked for the remainder of the cases.